Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2023, it was reported by a sales representative via phone that qty. 2 of an ar-3770sp hybrid knee fibertak anchor had an issue during an mpfl reconstruction procedure on (B)(6) 2023. When the surgeon tried to insert those two anchors, he drilled the holes and tried to mallet the anchors in, but they would not seat. Both anchors came out and were removed in one piece from the patient, and nothing broke off inside the patient. The surgeon used five anchors during the procedure; 3 were hard to insert, and two out of those three anchors failed, but the third anchor stayed successfully inside the patient. Another two ar-3770sp hybrid knee fibertak anchors with the same lot number were used to complete the procedure successfully with no harm to the patient. There was a case delay of under 15 minutes, and no additional anesthesia was necessary. The two complaint devices were discarded, and no case picture was taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/leveraging the device during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.